Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/ vial and had clear surgical residue/ debris on the product. Visual inspection found the lens haptic bent and deformed. Serial #: it is corrected from "(B)(4)" to "(B)(4)" in the initial. Expiration date: it is corrected from "31-jul-2018" to "30-apr-2018" in the initial. Device manufacture date: it is corrected form "25-aug-2015" to "04-jun-2015" in the initial. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6 mm vticmo12.6 implantable collamer lens, -10.5/+1.0/085 diopter, into the patient's left eye (os) on (B)(6) 2016. On (B)(6) 2016, the lens was exchanged for a shorter lens due to excessive vault, and the problem was resolved.